Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The exact time of the event is unclear. Customer mentioned blood glucose (bg) reading of 40 mg/dl however this reading was not entered into the eversense app and hence data management system (dms) analysis did not confirm a bg reading of 40 mg/dl. The system did not show sensor glucose values of 94 mg/dl during night of 8th april either. No further information could be gathered since user stopped responding to the communication. However, investigation showed that the system's self check triggered a sensor replacement alert before hypoglycemia event and warned the user that sensor would soon need to be replaced. As per the information that was available during the time of investigation, patient was provided a sensor replacement soon after this incident.

Event description:
Senseonics was made aware of an instance where the patient experienced hypoglycemia event where the sensor showed 94 mg/dl where as blood glucose meter showed 40 mg/dl. Patient confirms having managed hypoglycaemia event on her own and that now glycaemia is stable.